Event description:
It was reported there were out of range impedances. Leads were placed for the purpose of intraoperative test stimulation. High out of range impedances were observed for the leads and test stimulation could not be completed. Leads were replaced and procedure was completed successfully. There was no injury to the patient. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3007566237-2012-03019 for report on similar event with high impedances at implant with health care provider reported at same time.

Manufacturer narrative:
Concomitant medical device: product ID: 3877-45, product type: lead. (B)(4).